Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification. However, due to proximal stent deformation the stent did not meet visual acceptance criteria. Deformation was evident to the proximal stent wraps with struts raised and was bunched. Slight deformation was evident to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure three resolute integrity coronary drug eluting stents were used. Positioning difficulties were encountered with all three devices. The devices were not inspected prior to use. Negative prep was not performed for pli-20 and negative prep was performed with no issues for pli-30. The three devices failed to cross the lesion due to technical challenges or anatomical complexities. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. It is unknown if resistance was encountered when advancing pli-10 to the lesion. Resistance was encountered when advancing pli-20 and pli-30 to the lesion. Excessive force was not used during delivery of all three devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion being treated had moderate calcification (score 100-399), an s-shaped elongation of vessel tortuosity and was located in the left anterior descending (lad) artery. Negative prep was not performed for the first two devices (lot#0012695550; lot#0012695550). Resistance was noted when advancing all three devices to the lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.